Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cassette disengagement alarms occurred frequently. The event occurred during infusion, and no patient harm or adverse event was reported.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous repairs in the past one year. The customer issue was confirmed. The root cause of the issue was an anomaly in the upstream and downstream occlusion sensors. The sensors were replaced with goo ones. The device passed all functional tests with no problem after the repair was completed.